Manufacturer narrative:
The ups was returned to the manufacturer for analysis. Analysis found that the retuned ups was tested and open fets were found. All outputs are measured as expected. Power button illuminated as intended and powers the ups on and off. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that replacing ups and battery resolved the issue. The system then passed the system checkout and was found to be fully functional. The parts have not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside a procedure, the system is not remaining powered up. The battery level shows 0% following a self test. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: manufacture date provided.

Manufacturer narrative:
The battery for the navigation system was returned to the manufacturer for evaluation. Testing found that the battery voltage was below specifications. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.